Event description:
During an incident in 2002 involving a patient in cardiac arrest, this defibrillator powered up and died with both batteries. The patient was found lying on the loading dock floor cyanotic and with no pulse or respiration. CPR was started immediately. Oxygen was administered at 15 lpm by bvm. The patient had been down 4 minutes before the start of CPR. An ems crew was on the scene and took over using their machine. The initial crew continued CPR throughout and during transport to a hospital by which time the patient had a pulse and respiration.